Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 02-jun-2020 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 29-feb-2024 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 07-feb-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with the ventricular assist device (vad) off. It was reported that the controller had started alarming and the patient exchanged the controller. It was suspected at this time that the controller was connected to the controller dc adapter. The vad would not restart; review of log file data indicated that multiple restart attempts were logged. At the emergency department, another controller exchange was performed, but the vad still did not restart. It was noted that the vad had had an atypical motor start in its history report. The vad is not in a subgroup population for delay or failure to restart. It was also reported that the primary controller had a bent pin in a power port. The patient was hospitalized and the vad was exchanged. The controllers were removed from use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: controller 2.0 (B)(6), d9: yes, return date: 21-mar-2024, controller 2.0 (B)(6), d9: yes, return date: 21-mar-2024 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller alarm was suspected to be due to an unexpected loss of power to the controller. Review of log file data revealed multiple ventricular assist device (vad) stopped and vad disconnect alarms and multiple controller losses of power. It was reported that the patient experienced shortness of breath and was hypotensive. The patient received epinephrine and heparin.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) and two (2) controllers various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the pump. Failure analysis of (B)(6) revealed a damaged pin on power port one (1). The damaged pin in the power port did not allow a power source to be connected. An internal visual inspection revealed a crack on standoff post one (1) within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA (B)(4) is investigating this issue. The most likely root cause of damaged socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the damage on the pins. The returned controller (B)(6) passed external visual inspection and functional testing. An internal visual inspection of the controller did not reveal any anomalies. Log file analysis associated with (B)(6) revealed a controller power up event on 09/mar/2024 at 17:51:20. The data point recorded prior to the first loss of power revealed that a power source adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). No anomalies were recorded leading up to the initial loss of power recorded at 17:51:00. Review of the controller¿s internal event file revealed that (B)(6) was disconnected at 17:50:40. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). This was followed by three (3) controller power up events at 17:51:41, 17:52:01, and 17:52:22 indicating multiple controller resets. A vad stopped alarm was then logged at 17:52:40 indicating that the pump failed to restart after multiple attempts. A vad disconnect alarm was then recorded at 17:56:36 indicating a disconnection of the driveline from the controller, fol lowed by additional vad stopped alarms indicating that the pump failed to restart after, vad disconnect alarms, and controller loss of power events likely due to troubleshooting of the alarms. Log file analysis associated with (B)(6) revealed a controller power up event at 18:02:52 followed by a vad disconnect alarm at 18:03:00 indicating that the driveline was not physically connected to the controller and a vad stopped alarm at 18:04:04 due to the pump failure to restart after multiple attempts, which correlates with reported controller exchange during troubleshooting. This was followed by additional vad stopped alarms, vad disconnect alarms, and controller loss of power events. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the observed worn/ damaged connectors event can be attributed to normal wear over time and/or the handling of the device. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the initial loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. CAPA (B)(4) is investigating controller resets during pump start. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for additional information and device evaluation. Product event summary: (B)(6), two (2) controllers ((B)(6) and (B)(6)), four (4) batteries ((B)(6), (B)(6), (B)(6), and (B)(6)), and controller ac adapter ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. No performance allegations were made against (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the pump. Failure analysis of (B)(6) rev ealed a damaged pin on power port one (1). The damaged pin in the power port did not allow a power source to be connected. An internal visual inspection revealed a crack on standoff post one (1) within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA (B)(4) is investigating this issue. The most likely root cause of damaged socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the damage on the pins. The returned controller (B)(6) passed external visual inspection and functional testing. An internal visual inspection of the controller did not reveal any anomalies. Visual inspection of (B)(6) and (B)(6) revealed worn out connectors. The observed damage did not affect the functi onality of the device; the batteries were able to adequately connect to a test controller. Internal visual inspection and log file analysis did not reveal any anomalies involving the batteries. Failure analysis of (B)(6) and (B)(6) revealed a damaged pin within the battery¿s connector. The damage did not allow the batteries to be connected to a charger or to a controller. Internal visual inspection and log file analysis did not reveal any anomalies involving the batteries. Visual inspection of (B)(6) revealed damage to the controller ac adapter¿s center core of the output connector. The observed damage did not affect the functionality of the device; the controller ac adapter was able to adequately provide power. Internal visual inspection did not reveal any anomalies involving the device. Log file analysis associated with (B)(6)revealed a controller power up event on 09/mar/2024 at 17:51:20. The data point recorded prior to the first loss of power revealed that a power source adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). No anomalies were recorded leading up to the initial loss of power recorded at 17:51:00. Review of the controller¿s internal event file revealed that (B)(6) was disconnected at 17:50:40. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). This was followed by three (3) controller power up events at 17:51:41, 17:52:01, and 17:52:22 indicating multiple controller resets. A vad stopped alarm was then logged at 17:52:40 indicating that the pump failed to restart after multiple attempts. A vad disconnect alarm was then recorded at 17:56:36 indicating a disconnection of the driveline from the controller, fol lowed by additional vad stopped alarms indicating that the pump failed to restart after, vad disconnect alarms, and controller loss of power events likely due to troubleshooting of the alarms. Log file analysis associated with (B)(6) revealed a controller power up event at 18:02:52 followed by a vad disconnect alarm at 18:03:00 indicating that the driveline was not physically connected to the controller and a vad stopped alarm at 18:04:04 due to the pump failure to restart after multiple attempts, which correlates with reported controller exchange during troubleshooting. This was followed by additional vad stopped alarms, vad disconnect alarms, and controller loss of power events. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the observed worn/ damaged connectors event can be attributed to normal wear over time and/or the handling of the device. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the initial loss of power involving (B)(6)can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00609659 is investigating controller resets during pump start. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: yes, return date: 21-mar-2024 h3: yes h4: mfg date: 07-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: yes, return date: 21-mar-2024 h3: yes h4: mfg date: 07-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: yes, return date: 21-mar-2024 h3: yes h4: mfg date: 07-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: yes, return date: 21-mar-2024 h3: yes h4: mfg date: 07-jul-2023 h5: no d1: heartware ventricular assist system ¿ cac adapter d4: model #: 1430us / catalog #: 1430us / expiration date: / serial or lot#: (B)(6) d9: yes, return date: 21-mar-2024 h3: yes h4: mfg date: h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that four batteries and a controller ac adapter were returned to the manufacturer. Manufacturer¿s analysis revealed that the batteries experienced broken/damaged connectors and the ac adapter had a mechanical problem identified.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6), two (2) controllers ((B)(6)), four (4) batteries ((B)(6)), and controller ac adapter ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. No performance allegations were made against (B)(6). A review of the device history records of the devices was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification, and functional testing. Internal pathological report revealed no evidence of thrombus within the pump. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of (B)(6) revealed a damaged pin on power port one (1). The damaged pin in the power port did not allow a power source to be connected. An internal visual inspection revealed a crack on standoff post one (1) within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. The most likely root cause of damaged socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can led to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the damage on the pins. The r eturned controller (B)(6) passed external visual inspection and functional testing. An internal visual inspection of the controller did not reveal any anomalies. Visual inspection of (B)(6) and (B)(6) revealed worn out connectors. The observed damage did not affect the functionality of the device; the batteries were able to adequately connect to a test controller. Internal visual inspection and log file analysis did not reveal any anomalies involving the batteries. Failure analysis of (B)(6) and (B)(6) revealed a damaged pin within the battery¿s connector. The damage did not allow the batteries to be connected to a charger or to a controller. Internal visual inspection and log file analysis did not reveal any anomalies involving the batteries. Visual inspection of (B)(6) revealed damage to the controller ac adapter¿s center core of the output connector. The observed damage did not affect the functionality of the device; the controller ac adapter was able to adequately provide power. Internal visual inspection did not reveal any anomalies involving the device. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2024 at 17:51:20. The data point recorded prior to the first loss of power revealed that a power source adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). No anomalies were recorded leading up to the initial loss of power recorded at 17:51:00. Review of the controller¿s internal event file revealed that (B)(6) was disconnected at 17:50:40. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). This was followed by three (3) controller power up events at 17:51:41, 17:52:01, and 17:52:22 indicating multiple controller resets. A vad stopped alarm was then logged at 17:52:40 indicating that the pump failed to restart after multiple attempts. A vad disconnect alarm was then recorded at 17:56:36 indicating a disconnection of the driveline from the controller, fol lowed by additional vad stopped alarms indicating that the pump failed to restart after, vad disconnect alarms, and controller loss of power events likely due to troubleshooting of the alarms. Log file analysis associated with (B)(6) revealed a controller power up event at 18:02:52 followed by a vad disconnect alarm at 18:03:00 indicating that the driveline was not physically connected to the controller and a vad stopped alarm at 18:04:04 due to the pump failure to restart after multiple attempts, which correlates with reported controller exchange during troubleshooting. This was followed by additional vad stopped alarms, vad disconnect alarms, and controller loss of power events. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the observed worn/ damaged connectors event can be attributed to normal wear over time and/or the handling of the device. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21 (non-subgroup). Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the initial loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. CAPA pr00609659 is investigating controller resets during pump start. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was also hospitalized for cardiogenic shock, and during explant the patient had graft to graft anastomosis. The outflow graft (ofg) remain as the hvad (ofg). It was also reported that the patient was discharged.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.